Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. However, the high pressure test failed. Nothing further was reported.